Event description:
The complaint states, "patient reported mix2vial device did not work and there was no vacuum in the vial, so when they tried to use a standard needle and syringe to reconstitute the vial, the medication leaked out and had to be wasted. Replacement of 1 vial of cinryze, mix2vial device rph counseled patient on 1 week product return timeline. " follow up information: on "25 mar 2024 - market surveillance ((B)(6)) called accredo pharmacy.he indicated that no sample was available for return and that the patient did not miss a dose. He was not able to locate the lot number of the mix2vial device. Takeda call back and email address provided. Pharmacy individual indicated if sample is made available, he will follow up with (B)(6). On 26 mar 2024 - individual at accredo pharmacy sent and email saying that there is potential for product return. He will let us know if his office receives them. On 29 mar 2024 - (B)(6) sent an email to individual at pharmacy to follow up on sample return. On 09 apr 2024 - (B)(6) sent an email to individual at pharmacy to follow up on sample return. Replied to (B)(6) on 9th apr, he indicated: I was told that once the product is returned to accredo, the warehouse team will complete the appropriate return paperwork to get it processed and sent back to you. I unfortunately, do not see any update in the chart. (B)(6) has requested the contact information with the accredo warehouse team in hopes to reclaim the product from the field. On 24 apr 2024 - (B)(6) reached out to accredo team on sample return. The provided ups tracking number is not valid. Still unknown if sample is available for this case. "

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. No mix2vial or medical accessories were provided with this cinryze product package configuration. No mix 2 device lot number was provided from the field. Retention samples were evaluated, visual inspection on all retention samples of cinryze, indicated that there were no defects or abnormalities that could be related to the reported complaint condition. In optical inspection of sixty-two (62) retention samples of cinryze sub-lot c4a007aa including a lighthouse test of one (1) retention sample (c4a007aa) and two hundred-sixteen (216) retention samples of diluent lot l000515 was performed. The inspected samples were compliant with the requirements. No abnormalities were observed. Based on the performed evaluation, the complaint is not confirmed. No root cause related to manufacturing was identified in course of the investigation. No corrective and / or preventive actions were applicable. A review of the monthly report (mar 2024) for cinryze was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2024 is approximately (B)(4) 2023 ((B)(4)), and 2022 (B)(4).